Event description:
It was reported that a pt with infectious blood diseases, aids and hepatitis was having a peripherally inserted central catheter (PICC) line inserted in the upper arm. The pt was bleeding during the procedure and blood "the size of a cantaloupe" flowed down the large body drape and into the clinician's shoes. The clinician stated the drape does not absorb blood, but understands that the smaller fenestrated drape in the kit is absorbent. The adhesive around the fenestration of the smaller drape was not applied to the pt's skin which allowed the blood to flow under the fenestration down to the larger drape and into her shoe. There was no pt death, injuries or complications reported. No medical/surgical intervention was required. The procedure was completed successfully with pt being listed as okay. Additional info received on 09/03/2010 from the sales rep stated that the fenestration was placed over the insertion site, but the adhesive was not used to fix it to the pt's skin. The pt apparently was combative and had bad skin making it a very difficult procedure.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.